Event description:
The device was used for an endo ligation of vessels. Reportedly, the instrument did not advance clips and the jaws did not close. The surgeon converted the procedure to a formal laparotomy and sutured to complete the procedure. The hosp has reported that the pt's status is satisfactory.